Manufacturer narrative:
The reported events of insulation damage and oversensing were confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil caused by friction to the device can at the distal region of the lead and multiple external insulation abrasions breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of the heart at the proximal region of the lead. The cause of the reported event of oversensing was due to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported there were episodes of oversensing on the right atrial (ra) lead. During the explant procedure, insulation damage was noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.